Manufacturer narrative:
The instrument has been checked in our repair department according to the currently valid specifications. It was found that the head had a strong dent at the 01:00 o'clock position which was interfering with the rotating inner parts. Also the back cap was dented causing the push button to stick in rubbing on chuck release causing heat up when spinning. To avoid such issues the IFU contains already corresponding warnings and notes how to prepare and use the instrument correctly: 2.2 improper use the improper use of the device could lead to burns or injuries. Check the technical condition before each use. Never press the push-button during operation of the device. Never use the instrument to keep the cheek, tongue or lip at a distance. Never touch soft tissue with the handpiece head or instrument cover. 2.3 technical condition if damaged, the device or components could injure patients, users and third parties. Only operate devices or components if they show no signs of damage on the outside. Check to make sure that the device is working properly and is in satisfactory condition before each use. Have parts with sites of breakage or surface changes checked by the service personnel. If the following defects occur, stop working and have the service personnel carry out repair work: malfunctions, damage, irregular running noise excessive vibration overheating, dental bur is not seated firmly in the handpiece.

Event description:
During the crown preparation to tooth #28 the head of the handpiece heated up and caused a burn on the inner cheek. It was a first-degree burn, approx. 5mm in diameter. Patient was given some otc kenalog ointment to apply to burn to avoid inflammation. No medical care necessary.